Event description:
The facility reported an infusion pump that shut off during pt use. The infusion was started at 1:23 and shut off at 1:23. The pump was programmed at 50 ml/hr. At 0.6 ml the pump shut off. According to the hosp rep, there was an alarm code 808:02. A half an hour later the staff used the pump again without any further problem. There was no pt injury or medical intervention. Although requested, no additional contact info was provided.